Manufacturer narrative:
Cable reseated.

Event description:
The customer reported the ventilator alarmed due to a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer check the data acquisition to motor controller pcb board cable. The biomedical engineer reported the cable was not seated properly. The biomedical engineer reseated the cable and the reported problem was resolved.